Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 541 mg/dl. The customer treated with bolus wizard. The customer had sensor glucose value of 41 mg/dl. The customer reported previous sensor cannula to appear bent. Customer declined to troubleshoot for high readings. The product was not returned for analysis.